Manufacturer narrative:
Two used sample were returned for evaluation; both samples were observed to have a torn seal. The reported complaint of broken silicone could be confirmed. Both of the returned samples were observed to have a torn seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a tego® connector was found to have a damaged/broken seal. It was stated in the report that "the silicon was broken and blood stuck in silicone. (6 incidents occurred.)". No drug was involved in the event. There was no bleedback reported. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6).